Manufacturer narrative:
The actual device was not returned to the user facility for evaluation and the product code and production lot number are unknown. Therefore, the investigation was limited to evaluation of the user facility information. The product code and production lot number were not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. With no evaluation of the actual device, the cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not available

Event description:
The user facility reported deflation when using the tr band device. Follow up communication with the user facility confirmed the following information: after completing a transradial procedure, the tr band was placed on patient; it was reported that the tr band immediately would slowly deflate; it was reported that inflation was reattempted and the deflation occurred again; another tr band was opened which worked; blood loss was reported less than 250ml; it was reported that the procedure was completed; and the patient is "stable".